Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event was reported to have occurred during the last week the last week of (B)(6) 2019. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, after the handle was opened and closed for a few minutes, the clip released from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, after the handle was opened and closed for a few minutes, the clip released from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event was reported to have occurred during the last week of (B)(6) 2019. Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was fully deployed, as the yoke was not attached to control wire. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.